Event description:
It was reported that pump displayed altitude alarm earlier in day, but insulin delivery was not currently suspended when customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from support on how to prevent altitude alarms, understood instructions, did not need to replace cartridge, and was able to resume insulin using original cartridge.